Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle libre sensor kit was reviewed and the DHR showed that the libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Caller, calling on behalf of the customer, reported that the adc freestyle libre sensor detached from the adhesive and stopped working after 5 days of wear. Caller further reported the customer had no symptoms but self-treated with glucose. Customer later had contact with a healthcare provider who subsequently treated with unspecified units of lantus (insulin glargine) and novorapid (insulin aspart).

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller, calling on behalf of the customer, reported that the adc freestyle libre sensor detached from the adhesive and stopped working after 5 days of wear. Caller further reported the customer had no symptoms but self-treated with glucose. Customer later had contact with a healthcare provider who subsequently treated with unspecified units of lantus (insulin glargine) and novorapid (insulin aspart).